Event description:
A customer reported that their pump screen was dark and would not turn on, despite several troubleshooting steps. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on steps to verify the issue and ultimately arranged for a replacement pump to be sent. The customer was informed about returning the malfunctioning pump and understood the instructions for the setup of the replacement pump and the associated training resources. Customer reverted to an alternate method of insulin therapy.